Event description:
The manufacturer received information that a trilogy 200 ventilator was returned to the third-party service center for evaluation and service. There was no patient involvement, and no harm or injury was reported. During evaluation, the ventilator failed the active exhalation purge valve testing; the valve was reportedly closed requiring replacement of the active exhalation control module. The device was planned to go to high level repair for completion of the repair. Repair of the device was not completed because repairs were rejected and the device was to be returned unrepaired. Additional findings not related to the malfunction/issue: during the preventative maintenance, it was noted the rubber feet were missing and required replacement, and the cord clamp was also missing and required replacement.